Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to lab results. The reporter indicated that the subject meter reading was "107 mg/dl" and "70 mg/dl" on the lab result. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/30/2013 and 6/4/2013, respectively, with the following findings:the meter involved with this complaint have passed all testing with no faults found. The meter was found to be unable to reproduce an inaccurate high message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.